Manufacturer narrative:
Unit passed the displacement accuracy test with 0.08790 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/alarmed compromised force sensor system and excessive no delivery alarm test. Unit functioned properly.

Event description:
The customer's family reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1000 mg/dl. The customer's current blood glucose was 125 mg/dl. The customer was feeling thirsty. The customer was treated by bolus with pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.